Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the optical tube experienced an impact, resulting in a significant image shift during a maintenance involving an olympus autoclavable camera head. There was no patient involvement reported.